Manufacturer narrative:
UDI(di):(B)(4).

Event description:
It was reported that during a scheduled generator replacement procedure in an asymptomatic patient, high out of range pacing lead impedance (pli) measurements in one or more leads were noted when the new device was connected to the leads. The physician disconnected the leads from the device and reconnected the leads several times. After checking the leads on the psa several times and getting normal numbers, the device started reporting normal pli measurements. Connector or set screw anomaly was suspected for high pacing lead impedance measurements. Physician decided not to use this device. Device was replaced and the procedure was completed without any issue. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of impedance and suspected connector anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.